Event description:
See MDR 1036844-2014-00119 and 1036844-2014-00120 for the first two incidents with the same patient. It was reported that this incident involved a (B)(6). It was reported that during insertion of the swg in needle into the patient's femoral artery, the swg started "turning and kinking". The user reported that they flushed the line and had reflux. The user reported that the swg was "so soft and pliable", so they removed it from the patient and had to repeat the procedure 4 times with 4 different catheters in order to complete the procedure successfully. There was a delay reported, however there was no harm to the patient. There were no complications, death or other injury asa result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.